Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd¿ needle 1/2 in. Single use, sterile, 30 g a needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: material no. 305106, batch no. 0022956. It was reported that medication would not come out.

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 0022956. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported while using bd¿ needle 1/2 in. Single use, sterile, 30 g a needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: material no. 305106 batch no. 0022956. It was reported that medication would not come out.